Manufacturer narrative:
The device has reached its maximum extension and now requires revision. We are awaiting the outcome of the revision surgery to ensure that there are no other factors involved in this case. The results will be provided in the supplemental report.

Event description:
(B)(4). The surgeon has reported that the jts proximal femur implant has reached its maximum extension and therefore requires revision. A new growing prosthesis has been requested.

Manufacturer narrative:
The device was implanted 3 years ago when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no indication of device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth/. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Kro corrected to jdi. Operator of device corrected to patient.

Event description:
The surgeon has reported that the jts proximal femur implant has reached its maximum extension and therefore requires revision. A new growing prosthesis has been requested. This is a supplemental report to 3004105610-2016-00076 ((B)(4)).